Manufacturer narrative:
(B)(4). Evaluation of the returned device found the flat bottom surface of the setscrews doesn't present worn or damage surface. The leading thread of the setscrew is damaged. The damages of the setscrew is consistent with a cross-threaded insertion of the setscrews. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the set screw would not work with the bone screw. Another setscrew was used with no problems. No patient complications were reported.